Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a representative from vancouver general hospital informed cook of a "few cases" involving an 8.5fr dawson-muller and/or biliary drain. The doctor stated that the blue stiffener was binding to the distal tip of the drainage catheters, making the blue stiffener difficult to remove from the catheter. Cook was not informed of the specific product identities, lot numbers, date of events or adverse effects to the patients for these incidents. A review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ in response to this incident, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global sales shipment report was conducted and the lot number was unable to be narrowed down. Based on the available information, there is no evidence suggesting nonconforming product from the affected lot exists in house or in the field. A CAPA has been opened to address this issue and is currently undergoing investigation. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: 8.5fr dawson-muller or biliary drains. Common device name: cannot be confirmed as product identity currently unknown. Occupation: rtr manager. PMA/510(k) #: cannot be confirmed as product identity currently unknown . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported by the operator that in a few cases while utilizing the 8.5fr dawson-muller and/or biliary drains the blue stiffener was "binding to the distal tip of the drainage catheters" making the blue stiffener difficult to remove from the catheter. No other adverse events were reported.